Event description:
The facility reported an infusion pump in which a failure code 810:11 occurred on channel a. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not avilable regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there havebeen no repports of any poatient incident involving this pump since the ast baxter service event.